Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as it was reported that the event happened on an unknown date during the week prior to the aware date of (B)(6) 2018. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip did not deploy properly. Eventually, the clip released from the catheter after the tech ripped off the handle and the procedure was completed at this time. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip did not deploy properly. Eventually, the clip released from the catheter after the tech ripped off the handle and the procedure was completed at this time. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: date of event was approximated to (B)(6) 2018 as it was reported that the event happened on an unknown date during the week prior to the aware date of (B)(6) 2018. H6: problem code 2906 captures the reportable event of clip difficult to release from the catheter. H10: investigation results a visual examination of the complaint device found that the clip assembly and spring were not returned with the device. The handle was disassembled and the proximal end of the control wire was severely kinked. A slight kink was noticed at the distal end of the control wire. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/26/2018 04:02 pm CT. The report number is being corrected from: 3005099803-2018-62016 to: 3005099803-2018-61527.